Event description:
It was alleged that a portable battery pack (an accessory to a continuous positive airway pressure device) experienced a thermal event. There was no harm or injury reported. The manufacturer received the device for evaluation. The investigation is ongoing. A follow up report will be filed at the conclusion of the manufacturer's investigation.

Manufacturer narrative:
Conclusion not yet available - evaluation in progress.